Event description:
A malfunction was reported involving a pump with the malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was informed that the pump needed to be replaced, and a replacement pump was provided.